Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8352-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) revision procedure wherein an ipg and a paddle lead were removed. The patient was doing well postoperatively. The explanted products were retained by the facility and will not be returned. No further information has been obtained despite good faith efforts.